Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of stimulation. Xrays revealed the lead was broken. The patient underwent surgical intervention on (B)(6) 2017 where in the lead was explanted and replaced (reference MFR report # 1627487-2018-00458). Intraoperative diagnostics revealed high impedances on the extension. As a result the extension was replaced too which resolved the issue. Patient was implanted sometime in 2006 (11 years ago) device information is unknown at this time. Additional devices may be added at a later date if needed based on available information.